Event description:
Boston scientific received information that several shocks for ventricular fibrillation (vf) at maximum output did not convert. It was then programmed to shock vector; however, high out-of-range shock impedance measurement was observed. Boston scientific technical services (ts) suggested reviewing the actual shock impedance for the last delivered shock via the battery status screen and would expect normal values. Additional information indicated that the leads were removed on the right side due to patient having a secondary indication for device and no adequate defibrillation threshold (dft) test. The same device was used and new leads were implanted. The field representative could not provide the impedance measurement after the lead was extracted. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.